Event description:
Surgical group did a hair removal laser treatment with the wrong specs that resulted in first and second degree burns in my legs, bikini and under arms. Dr is the plastic surgeon, a certified nurse did the procedure. The machine was candela gentle yag device. I am in treatment by my dermatologist. First two treatments were fine, but the third treatment resulted in the injuries. Date of use: 2008 - 2 hours treatment. Diagnosis or reason for use: hair removal.